Event description:
During a ptca procedure, the wire broke. Several attempts have been made to obtain info on this procedure. No other info or details are available at this time. Pt status is listed as "okay".